Event description:
"C5-6, c6-7 anterior microdiscectomy and fusion done in 3/93. Readmitted to hosp now because of persistent myelopathy, left side cord compression incidental fracture of co's plate. Pt has no knowledge of when this fracture occurred, had no acute symptoms at that time. Plate is angled where it fractured."